Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Despite multiple attempts to clear the issue occlusions continued and the pump was replaced. The customer will continue to use the pump for insulin therapy and has a backup plan if necessary.